Event description:
The account alleged the patient got out of the bed and fell. They said that the patient position module was set and did not alarm. No injuries occurred.

Manufacturer narrative:
The technician investigated the incident and the nurse manager stated that the patient did not fall, but just got out of bed and was standing next to the bed. Bed exit was tested and worked properly; the alleged malfunction could not be duplicated. The technician stated that the accounts maintenance department in-serviced the nursing staff on proper use of the bed exit system.